Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the displayed electrograms (egm) of the cardiac resynchronization therapy defibrillator (crt-d) did not include the atrial egm even though the egm was atrial tip to atrial ring. It was also noted that the pacing threshold test would not allow them to test to aai mode. It was recommended to ensure that the displayed egm in the data collection setup included the correct egm. The crt-d and programmer remain in use. No patient complications have been reported as a result of this event.